Event description:
It was reported an alert/notification settings issue occurred. According to the patient, on (B)(6) 2026, the sensor had failed during the night, however the patient did not hear an alert to make them aware of the failure. The patient experienced hypoglycemia and fainted. The patient¿s wife called for an ambulance. The paramedics treated the patient with glucose orally. At the time of the report the patient was still feeling weak and couldn't talk much. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.